Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was broken at the distal idlers. The idler pulley spun freely and was undamaged. The cable segment stuck out at the wrist. The other cables at wrist were undamaged. Failure analysis also observed that there were visible scratches on the surface of the distal pulley. No other damage was found.

Event description:
It was reported that the mega suturecut needle driver instrument tip broke off during suturing during a da vinci nissen fundoplication procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.